Manufacturer narrative:
(B)(6) 2018. Serial number not provided. The (B)(4) service engineer (se) inspected the device. The customer was provided with part number and price and was advised to replace the board.

Event description:
It was reported that the ventilator would not boot up. There was no patient involvement. The event date was not specified; estimate used.